Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with cap on dark blue connector attached and no cap on patient connector in reference to no shut off. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted. The set was visually inspected and noted that both of the occluder feet were broken at the top. During the visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorqing. The reported condition was confirmed in the lab for no shut off due to broken occluder feet.

Event description:
On (B)(6) 2010, the patient noted the liquid could not be stopped even if closing the clamp. The set was only used for 3 days. There was no patient injury or medical intervention reported along with this complaint. Baxter was made aware of the malfunction on march 9, 2010.